Event description:
It was reported that immediately after implant an alert was received recommending a longevity analysis. Battery current was indicated to be low and remaining battery capacity was lower than expected. Reinterrogation showed the battery capacity was still low. The device will be closely monitored, and additional follow-up is planned.

Manufacturer narrative:
(B)(4).